Event description:
False positive test result for sars-cov-2 using the bd veritor antigen testing machine for the monthly mandated employee testing for skilled nursing employees; first test result = positive; second retest result with same sample = positive, machine re-calibrated; third retest result with new swab= negative; forth retest result with same sample = positive, pcr test sample taken after 4th test completed = negative. Employee is asymptomatic. Issue is with the bd veritor testing outcomes which were "false positives". Upon pcr retest, the test result was negative. Error report with issue summary also sent to bd technical services. FDA safety report ID# (B)(4).